Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that: the patient has a defective hip prosthesis designed, manufactures, distributed and supplied by your company which occurred on the above date.